Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the device kept running when in the ¿off¿ position was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was corrosion on the electronic control unit (ecu), and liquid inside the device. It was noted that the device passed all pre-repair diagnostic tests. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the electric pen drive device would still run even when in the ¿off¿ position. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was no patient involvement reported as this was a veterinary procedure. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.